Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt developed an infection of the epidural space and also had detention tremors. Pt symptoms included fever (100.5 f), lethargy, low back pain, leg weakness, and difficulty voiding. The site of infection was reported as the lead/extension tract. The pt was hospitalized and an MRI with contrast was performed on (B)(6) 2010. Results showed and epidural lesion at l1, l2, and l3 causing spinal canal stenosis (hematoma vs abscess). Cultures taken from the epidural lumbar abscess were (B)(6). A surgical decompression laminectomy was performed on (B)(6) 2010. The pt was treated with vancomycin (1 gm intra-venous for 6 weeks) and flagyl. Additional info was requested.